Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had lost power after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 04/25/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) /2013 with the following findings: review of the black box and download history revealed no evidence of power on resets. On examination, the audio bolus button was noted to be torn, but was responsive on testing. A damaged button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and prohibit the use of the button. Users may expect keypad/button damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The battery cap that was returned with the pump for investigation was intact without damage, was noted to be within specifications and was able to be attached to the pump properly for testing. When the pump was powered on, it was noted that the contrast of the display screen was pink. A test screen was attached to the pump and illuminated properly. The pump was opened for investigation and did not reveal any evidence of moisture or internal damage to the interior components of the pump. Investigation was unable to duplicate the reported complaint.